Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed button error. The customer tried reinserting the battery but could not clear the alarm. They removed the reservoir and discovered that it was leaking. The customer's blood glucose was unknown. The customer stated that they were sitting on the insulin pump when the device alarmed. There was moisture in the reservoir compartment fro the leaking insulin. The alarm history could not be reviewed due to not being able t clear the button error alarm. The discontinuation of the device was advised. Nothing further was reported.